Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A c154dwk implantable pacemaker/cardio/defib, (B)(6) 2007. A 507652 implantable pacing lead, (B)(6) 2004. A 218785 implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead has high capture threshold and diaphragmatic stimulation. Reprogramming was done and the lead remains in use. No patient complications have been reported as a result of this event.